Manufacturer narrative:
D4: the unique device identifier (UDI) number is unknown as the part and lot numbers were not provided. The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device were not provided. The investigation was unable to determine a cause for the reported tissue injury and mitral stenosis. Tissue injury and mitral stenosis are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention performed to address the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
D4: the unique device identifier (UDI) number is unknown as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed to capture the mitraclip attempted on (B)(6) 2022, not implanted, and mitral leaflet damage reported following. Crd_1002 - expand g4 phase 1 and phase 2 study. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) of grade of 4+, a posterior leaflet flail and prolapse. Two mitraclips (B)(6) were implanted and the mr was reduced to grade 2+. Per previously reported information in (B)(4), report reference numbers 2024168-2021-08003-00 and 2024168-2021-08003-01: on (B)(6) 2021, transthoracic echocardiogram was performed, and a single leaflet device attachment (slda) was noted, with the second clip (B)(6) detaching from the posterior leaflet. The mr increased to grade 4+. No additional intervention has been performed, as the patient has no symptoms and feels well. On (B)(6) 2022, the patient was hospitalized due to increased dyspnea over the last weeks and worsening mr was diagnosed. On (B)(6) 2022, another clip procedure was attempted, however, another mitraclip was unable to be implanted due to the gradient. A significant increase in pressure gradient was noted at each attempt for placement. It was decided to remove the clip. No mitraclip had been implanted. On (B)(6) 2022, mitral leaflet damage was noted. There was no additional device malfunction. No additional information was provided regarding this issue.